Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On an unknown date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891705, gd891309 and gd889501. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.